Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013, at 22:23:54. During night drain cycle seven, the patient's ultrafiltration reading was1790ml, indicating the home patient (hp) drained 1190ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4)l the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a false empty detect and use error, inappropriate bypass of the low drain volume alarm (lvd)during the initial drain. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass the ldv alarm in initial drain on pages 15-65. The labeling also states, "by selecting bypass, you indicate that you are empty. The system considers your volume zero (0) and delivers your entire prescribed fill volume." A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.